Event description:
It was reported that the customer was hospitalized due to low blood glucose of 87 mg/dl. It was stated that the insulin pump alarmed motor error, troubleshooting was declined. Advised the caller that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.